Event description:
It was reported that right ventricular lead exhibited low impedance. The lead was checked during a device change out and the physician elected to leave the lead in-situ and continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.